Manufacturer narrative:
Final analysis confirmed that it was difficult to insert test leads into the right ventricular header port of the pulse generator. The setscrew was found to be partially torqued, preventing access to the port. The setscrew was unscrewed and leads could be inserted normally into the header port. The cause of the partially inserted setscrew could not be determined.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant of the pulse generator, a lead could not be inserted into a header port of the device. The device was not implanted and a replacement device was successfully implanted at that time.